Event description:
Reportable based upon analysis completed 04/16/2009. It was reported that during a coronary stenting procedure, crossing difficulties were encountered. The 80% stenosed target lesion was located the tortuous mid left anterior descending (lad). Significant resistance was encountered during advancement and the physician was unable to cross the lesion. The procedure was successfully completed with a 2.75x24mm and 2.75x20mm taxus stents. No patient complication or injuries were reported during the procedure. Patient condition listed as "stable".

Manufacturer narrative:
Examination of the returned device revealed distal stent damage. Some of struts were misaligned on the fifth, sixth and seventh rows from the distal side of the stent. A visual examination revealed that there were kinks along the entire length of the hypotube. The balloon and tip were visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as the device performance was limited due to anatomical and or procedural factors. (B)(4).